Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester reports getting 6 nes errors with meter upon repeated testing. Pt states that his fingers are too bruised to continue testing on the meter today. Pt notes that bruising is not unusual for him and that he is not concerned about his inr.